Manufacturer narrative:
Device was used for treatment, not diagnosis. The manufacturing records were reviewed and no complaint related issues were found. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: a patient was treated for a clavicle fracture on (B)(6) 2013. During the reduction of clavicle fracture, the left branch of the forceps was broken. No additional information is available. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Investigation coordinated by (B)(4). Report received indicates the investigation of the complained reduction forceps shows that the tip is broken off. Further investigation regarding the manufacturing documents shows conformity to the specification. The broken surface is homogenous what indicates material conformity as well. We cannot exactly evaluate the reason for this breakage. We suppose that simply too much applied mechanical force well beyond its calculated design during use caused the breakage.